Manufacturer narrative:
Journal title: a treatment option for symptomatic chronic complete internal carotid artery occlusion: hybrid surgery journal: frontiers in neuroscience year: 2020 ref: doi: 10.3389/fnins.2020.00392. Age: average age. Sex: majority gender. Date of event: date of publication journal. Reported death but there is no information to suggest the device caused or contributed to the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
In the literature article "a treatment option for symptomatic chronic complete internal carotid artery occlusion: hybrid surgery", a retrospective study was conducted, from march 2016 to march 2019, on consecutive patients with symptomatic chronic internal carotid artery (icao) who underwent carotid endarterectomy (cea) in conjunction with endovascular interventions (ei). Dsa and cta images were assessed by two neurosurgeons. Occlusion length, occlusion site, collateral circulation, clinical variables, and neurologic data were collected an analyzed. Occlusion length was measure from the occlusion proximal site to the distal reconstituted ica on lateral angiographic image, ignoring potential curvature of the occluded segment. Brain perfusion MRI (mrp), ctp or pet was performed to evaluate the cerebral hemodynamic and perfusion-diffusion mismatch. Patients received medical therapy that consisted of dual antiplatelet therapy with aspirin (100 mg/day) and clopidogrel (75 mg/day) for at least 5 days before surgery. 28 patients had left lesions. The average occlusion length was 5.9 cm. 39 patients had the petrous segment or below treated. 9 patients had the cavernous segmenttreated. 7 patients had the clinoid segment of above treated. 5 patients received cea and balloon dilation. 38 patients received cea and stent implantation. 12 patients received cea and ei, where it was deemed a failed procedure. Recanalization procedure was performed in hybrid operating room equipped with angiographic fluoroscopy system. Under general anesthesia, all patients underwent standard cea. Skin incision was made along the anterior border of the ipsilateral sternocleidomastoid muscle to explore common carotid artery (cca), ica, and external carotid artery (eca). Arteriotomy was made on ica bifurcation after clamping of superior thyroid artery, cca, ica, and eca. After removal of atherosclerotic plaque, ica clamp was loosened to observe arterial backflow. If little or no blood backflow was present, surgical wound was sutured with placement of drainage; followed by ei therapy via percutaneous transfemoral approach. Size 8 fr artery sheath was position via transfemoral approach, and angiography was performed to observe patency of ica and formation of dissection. At same time, intravenous infusion of heparin carried out intraoperatively to maintain activated clotting time of 200-250 s. A 8 f guiding catheter was placed into cca or ica and a non-medtronic 0.014" wire in combination with an echelon-10 microcatheter or non-medtronic catheter was used to penetrate through the occluded segment of ica. After successfully reaching distal true lumen of ica, spider embolic protection device was used if adequate landing zone was identified, otherwise a mo.ma occlusion system was used to protect from embolization in cases with long or intracranial occlusion. Then a 2f or 3f non-medtronic balloon catheter was sent into the distal true lumen to remove the thrombus and operation could be re peated two or three times. If no robust backflow of blood was present, selective angiography was performed to evaluate occlusion. A non-medtronic balloon was used for dilation distally, along with non-medtronic angioplasty balloon to reconstruct proximal carotid artery lesion, followed by deployment of a non-medtronic stent for dissection of stenosis of cervical ica, or with two non-medtronic stents for distal lesion. Post dilation with balloon was performed if remnant stenosis within stent was over 50%. Wiring stopped if futile attempt was more than 30 minutes. Recanalization considered success if residual diameter stenosis of occluded segment was less than 20% and grade 3 antegrade flow was established by using thrombolysis in cerebral infarction (tici) grade system, otherwise, surgery was unsuccessful if no or little blood backflow was seen or endovascular equipment could not cross occlusion. Postoperative CT scan was performed to identify intracranial hemorrhage or new ischemic lesion, and blood pressure was usually controlled at <(> <<)>140/90 mmhg for 3 days. For patients without hypertension, blood pressure was strictly controlled at. Aspirin, clopidogrel, and atorvastatin calcium tablets were taken for at least 3 months in patients with stent placement, and a single antiplatelet agent and atorvastatin calcium were thereafter taken for life. Cta, ctp, or mrp was performed at 3 months after operation, and dsa was performed at 6-12 months and annually afterwards. Recurrent ischemic symptoms, reocclusion modified rankin scale (mrs) score, barthel index score, and mini-mental scale (mrs) score, barthel index score, and mini-mental state examination (mmse) score were documented during follow-up. Median duration from diagnosis of occlusion to treatment was 100 days. Duration was significantly longer in failure group than in success group. After successful recanalization, one patient developed hyperperfusion syndrome with minor subarachnoid hemorrhage. Another developed laryngeal nerve injury after cea procedure in failure group. Overall periprocedural complication rate was 3.6%. After proper treatment, both patients recovered completely. During follow-up, one patient developed ica reocculusion in the success group, and two patients with unsuccessful recanalization experienced a minor ischemic stroke on days 97 and 152. Cta or perfusion CT was scheduled at 3 months and dsa at 6-12 months. Pre-procedural mrs score, mmse score, and barthel index score were similar between success group and failure group. 35 of 43 patients in success group improved in their symptoms, and mrs score significantly improved. Significant different mrs score at 3 months follow-up was observed between groups. No significant difference was found in the other scores.